Event description:
It was reported an ips distractor footplate separated after distraction was complete during the consolidation phase of the procedure. It was removed and replaced to complete the consolidation phase.

Manufacturer narrative:
An investigation was completed. The results of the investigation have identified no additional actions are necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.